Manufacturer narrative:
D4: UDI: no equivalent UDI for (B)(6).e3: occupation: purchasing department manager g4: 510k: not available as per (B)(6). The actual sample was not available for evaluation; therefore, the details of its actual condition could not be determined. The retention samples were visually inspected and confirmed free from defects that will affect activation of the safety sheath such as missing tooth, tooth flash, short shot, flash on the sheath, over or under insertion collar to the hub, sheath-collar fitting, tilted cannula, and damaged parts. The samples were further evaluated for the sheath activation and deactivation functional test wherein all samples passed. Our cannula is a supplied raw material that complies with iso 9626, particularly on stiffness and breakage. A total of twenty-nine (29) complaints were received from the previous two fiscal years to the present for the same issue where most of the problems are related to usage particularly due to improper activation of the device (not activating with a one-handed technique using the three methods: finger, thumb, and hard surface). Based on the investigation of individual complaints there was no attributable cause noted related to our product and production process. The safety needles were securely tightened to the syringe with a clockwise twisting motion until resistance was felt. The retention samples were subjected to simulation as per IFU. The safety sheath was activated with a one-handed technique using three methods: finger, thumb, and hard surface. An audible click was heard indicating successful safety activation. Result: the cannula is fully engaged under the lock (sheath tooth). No irregularity or bending of the cannula was encountered during and after sheath activation. The root cause of the complaint could not be identified to be related to our product or manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot and the retention samples met the required specifications. Series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to ensure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. We advise you to follow the instructions for use (IFU) indicated in the leaflet for the proper usage of mckesson sg3 safety needles in which warnings to prevent needlestick, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that the wall hinged safety needle caused a needle stick to a ma clinic staff due to the plastic wall creating the needle to bend instead of closing into the plastic hub. There was no reported blood loss. The event occurred intra-operative.